Event description:
It was reported that during an unknown procedure, the gas leaking from the valve appears to be from joint between shaft and top. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
D4; h4: information is unavailable; device was not returned for evaluation.